Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the mainframe was not working properly. There was no patient impact.

Manufacturer narrative:
Analysis found that the customer's complaint could not be confirmed. The unit was received in good condition. There were no deviations found. The latest software version was present. The unit has been successfully tested according to service repair instructions. If information is provided in the future, a supplemental report will be issued.